Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. The customer's complaint that the thermogard hq temp mgt console (sn (B)(6)) displayed a "coolant low" error message was confirmed during the functional testing. The root cause of the reported complaint was a failed coolant block with the pc board. The event log review indicated multiple mid:27 (read cycle timeout), mid:21 (adc2 timeout), mid:02 (too many communication timer events), and tcmid:04 (ce response timeout) errors. The observed errors are unrelated to the reported complaint. During functional testing, only one led was illuminated on the cold well reservoir pcb, confirming the reported complaint of the "coolant low" error message. The coolant block with the pc board was replaced to address the reported complaint. Following service, the thermogard hq console passed the final functional and electrical safety tests without issues. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard hq temp mgt console with sn (B)(6).

Event description:
During setup for a therapy, the thermogard hq temp mgt console (sn (B)(6)) displayed a "coolant low" error message. Another console was used to treat the patient. No consequences or impacts on the patient.